Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The c-ring metal wire was detached from c-ring. Part of scope wash tube is attached to the c-ring. The other part of scope wash tubing remained attached to the cannula due the presence of a retention rib. Scope wash tube was observed to be cut at the distal end from the c-ring. The c-ring metal wire was found functional and able to retract. The c-ring was not transected. There were no missing components observed on the c-ring. A review of the manufacturing process instructions identifies a step in the process where adhesive is applied to the c-ring/wire support insertion hole. During visual inspection using microscopy, the wire was observed to have no evidence of damage and minimal evidence of residual adhesive. There is no evidence of incorrect assembly and the c-ring wire was verified to be function. In addition, evidence of adhesive was verified under 10x magnification inside the bonded opening and on the outside surface of the c-ring. Based on the results of the evaluation the reported complaint for ¿break- cannula¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb during the branch treatment, the c ring came off from the harvesting cannula. The customer removed the device from the tunnel, put the c -ring back in the cannula and tried it again, but it fell off when he engaged the vein. He tried this several times. Replacement was used to continue the surgery. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb during the branch treatment, the c ring came off from the harvesting cannula. The customer removed the device from the tunnel, put the c -ring back in the cannula and tried it again, but it fell off when he engaged the vein. He tried this several times. Replacement was used to continue the surgery. The hospital did not report any patient effects.